Event description:
The customer reports that the ortho provue had one event of a sample barcode misread. No erroneous results were reported. (B)(4).

Manufacturer narrative:
Cts advised the customer to ask their it what type of barcode symbology they are using and suggest to the customer to use barcodes with checksum to prevent misreads. Cts informed the customer that the ortho provue users guide do mention checksum is recommended to prevent misreading of barcodes. The customer will make their barcode printing quality better and will ask their it to produce barcodes for their specimens with a checksum to prevent misreads in the future. Cts instructed the customer to send the provue log files so they can be reviewed by 2nd level support. As per 2nd level support, from the log file review found sample ID barcode m65218 misread as m65118 as reported by the customer.